Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had 13 surgeries related to his pump. The patient indicated the surgeries started in 1998. (The pump was not implanted until 2000.) The patient had four to five surgeries related to spinal fluid leaks. The pump was delivering demerol, dilaudid and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer apply to this event.

Event description:
On 2015-09-30 additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal demerol, dilaudid (20 ml at 1.1501 mg/day beginning on (B)(6) 2014), and morphine. The patient was taking norco 10/325, gabapentin 300 mg, endocet 10/325, and morphine immediate release (ir). Medical history included the following: allergy to sulfonamide, (B)(6), pneumonia, a pain level between 7-8, blood pressure 184/90, pulse 69 beats per minute, weight (B)(6). The patient was indicated for the following use: non-malignant pain.